Event description:
It was reported during sedation of a therapeutic "transu" procedure, the generator experienced an e433 error. This led to a surgical prolongation greater than 30 minutes. The procedure was completed using a back up device. An olympus representative assessed the subject device and found that the generator alarmed immediately on startup and kept restarting itself. The error could not be cleared. There were no reports of further patient harm.

Event description:
It was reported that the procedure was changed from bipolar to monopolar method, which took time to get different instrumentation and disposables after the patient was asleep. The patient was under anesthesia longer than anticipated; however, there was no sequalae noted. The patient remained hemodynamically stable without any harm or complications. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Thus, correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. Updated f10 health effect - impact code to f26.